Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated blood glucose, with a recent reading of 290 mg/dl, and inquired about adding insulin to a worn cartridge that still contained insulin after the infusion set had expired. The user was advised that adding insulin to a used cartridge is not recommended. Symptoms included hyperglycemia without reported clinical effects of prolonged high glucose. No further intervention was required, and the user continued device use. Investigation included customer interview and troubleshooting with education on proper reservoir and infusion set practices. Investigation of this case revealed that the cause of hyperglycemia was unclear and that user practice regarding cartridge handling required reinforcement. It was concluded that the device was functioning as designed and that user technique and expired infusion set were possible contributors without definitive root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.